Manufacturer narrative:
Connections checked; cold reboot resolves issue temporarily. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was an intermittent boot-up issue with the flexvision monitor on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.